Event description:
It was reported that the therapy cable connector was pushed in as the device case around it was cracked. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found the therapy connector attachment on the front case broken. Physio replaced the front case assembly to resolve the issue. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.